Event description:
Explants were returned to biomet, upon follow up it was confirmed a tmj revision surgery occurred due to pain and limited mouth opening. The revision was the end of (B)(6) 2014, the exact date is unknown.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of the manufacturing history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of seven for the same event.